Manufacturer narrative:
This report is for an unknown universal spine system (uss)/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: juliano silveira vieira et. Al, anterior approach in the treatment of adolescent idiopathic scoliosis of lenke type I, brazilian journal of medicine, pages 22-26 (brazil). The aim of this article is to present the results of the surgical treatment of patients with ais and lenke type 1 curve, operated by the same surgeon, using the anterior approach and with a follow-up of at least five years, through clinical, radiological and functional variables. A total of 12 patients (1 male and 11 females) with a mean age of 15.9years (range, 11-23 years) were included in the study. These patients were treated by anterior spinal arthrodesis using a single rod system were a side-opening screw system uss synthes was used for the anterior correction. The mean duration of follow-up was 65.25 months. The following complications were reported as follows: 1 patient in the study group had partial motor neurological deficit in the right lower limb, with complete recovery after four months. Mean score for pain is 4. (Table 3). This report is for a synthes universal spine system (uss). This is report 1 of 1 for (B)(4).